Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On 19-august-2024, it was reported by the patient that infusion set tube was leaking at qr. No further information was available.